Event description:
Report received indicated the pt experienced a red, itchy rash underneath the wafer. The pt experienced the condition during a period of two months prior to complaint. Pt changes device every 4 to 5 days. Pt tried antifungal powder and other medicated no sting skin preps with no improvement. Pt preps with (B)(6) soap and (B)(6) adhesive remover. Pt tested skin barrier on another location and developed an itching, red rash after two hours. Pt outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.